Event description:
Bile duct injury at botched laparoscopic cholecystectomy, lack of informed consent for resident training, covert reconstruction of injury with experimental biliary implant device that failed. Staph infection picked up at surgery; deliberately left unreported to pt and untreated although it was cultured and recorded in files. Untreated staph infection ruined kidney reoperated.